Event description:
A malfunction alarm labeled as "malf 3" was reported with no notable events occurring prior to the malfunction, and it did not cause any adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump. The customer was instructed to use a multiple daily injection (mdi) as a backup therapy to maintain insulin delivery. Furthermore, the customer was guided on how to put the pump into storage mode before its return to tandem using a pre-paid label within the stipulated 10-day period.